Manufacturer narrative:
A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. No similar complaints were found in the lot. The catheter was returned in two pieces. First piece, the distal tip end, measured 2.6 cm long and the rest of the catheter measured 168.1 cm long. Visual inspection of the returned catheter observed fluid inside of the telescope and distal tip assembly. No fluid was found inside the hub and no kink was observed in the sheath assembly. During image characterization testing, a good square image appeared in the system and the product performed within specification. The device was evaluated by an outside vender using fourier transform infrared spectroscopy (ftir) with oxidation index. Based on the information gathered from both evaluation methods, high levels of oxidation at the surface and throughout the tested sample were noted. The device labeling and directions for use (dfu) revealed these warnings: never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When re-advancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when re-crossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation and/or stent dislocation. Use caution when removing the catheter from a stented vessel. The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. The cause of the fragile tip detachment has been determined to be oxidation of the catheter which causes embrittlement increasing the likelihood of tip detachments of this nature. A root cause of design has assigned.

Event description:
Percutaneous coronary intervention (pci) was performed in a 90% stenosed lesion with calcification and moderate tortuosity in the left anterior descending (lad) middle artery. The intravascular ultrasound (ivus) catheter was prepped without incident and was being used to image the lesion prior to pre-dilatation. The ivus catheter was unable to cross the lesion due to calcification. The physician attempted to push the ivus catheter to try and advance the catheter to the lesion and eventually pulled without resistance the ivus catheter to remove the ivus catheter from the patient. Upon removal outside the patient, the physician noted the tip had kinked and was almost detached. When the physician touched the kinked tip, approximately 2.5 cm of the catheter tip completely detached. The patient status was reported as "fine".

Event description:
Percutaneous coronary intervention (pci) was performed in a 90% stenosed lesion with calcification and moderate tortuosity in the left anterior descending (lad) middle artery. The intravascular ultrasound (ivus) catheter was prepped without incident and was being used to image the lesion prior to pre-dilatation. The ivus catheter was unable to cross the lesion due to calcification. The physician attempted to push the ivus catheter to try and advance the catheter to the lesion and eventually pulled without resistance the ivus catheter to remove the ivus catheter from the patient. Upon removal outside the patient, the physician noted the tip had kinked and was almost detached. When the physician touched the kinked tip, approximately 2.5 cm of the catheter tip completely detached. The patient status was reported as "fine".